Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. H11: h6: patient code updated: the device was not being used on a patient at the time of the event. There was no patient or user harm reported. H10: an authorized service personnel(asp) was dispatched to the customer site and the reported issue was not confirmed. The asp performed testing on the device and issue was not replicated. The device passed performance verification testing. Following the service, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the device had an unknown noise. The device was reported as being in use on a patient at the time of the event. The initial reporter confirmed that there was no adverse patient impact.